Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced confused verbal response, aphasia, headaches, and elevated blood sugar. The patient was prescribed dexamethasone, temozolomide, and levetiracetam. The event was considered ongoing. If additional information is received, a follow up report will be submitted.